Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he cracked his insulin pump during a hypoglycemic seizure. The customer received assistance from emts and was treated. Troubleshooting was declined for the low blood glucose. It is unknown if the auto mode feature was active and automatically delivered insulin during the incident. The insulin pump was cracked on the battery side. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Insulin pump received with cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, scratched case, pillowing keypad overlay and minor scratched lcd window.